Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 0001627487-2015-26037. It t was reported that during the surgical procedure to implant two quattrodes, lead diagnostics determined eight contacts were invalid. The surgeon implanted an octrode instead of the two quattrodes which extended the procedure approximately by an hour. Per the sjm representative , the issue may be due to the trial cable.